Event description:
It was reported the back of the distal end of an unknown dyonics probe became hot intra-operative. When the physician grazed the patient's humeral head, the arthrowand reportedly caused a lesion (unknown grade) within the cartilage and charred the surrounding tissue. According to the physician, the lesion was positioned in a weight bearing area. No further patient information was reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight, and gender were not available. The catalog and lot numbers of the reported device were not available. Without a catalog and lot or serial number, no manufacturing or expiration dates can be provided.